Event description:
An endovascular stent with delivery system was successfully advanced to the larger lesion site in the pt's iliac artery. Upon initial inflation attempt, the balloon catheter burst, leaving the stent partially expanded at the target lesion site. The sds was withdrawn from the pt without complication. Two add'l balloon catheters were use to fully expand the stent. There were no clinical sequelae reported relative to the event.